Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for the reason for call was caller states patient is reporting issues recharging and has to press and hold wr over ins. Recharge logs show that connections are lost quite often. Caller states she cannot palpate patient's ins and not sure if it is too deep. Patient is currently charging with excellent quality but they have to find the right spot. The issue was not resolved through troubleshooting. Ts reviewed implant depth should be no deeper than 1 inch and ins should be palpable. Caller does not have another wr to test with. Wr can be replaced as first step to rule out device. If issues persist, ts advised to discuss with hcp regarding implant depth. The rep reported that when asked if replacing the recharger resolved the issue the rep said the patients daughter helped her connect the recharger to their smart programmer and called to tell the rep they received the new charger kit. They said they would call the rep if they were having trouble recharger. Rep has not heard from them since 2021-12-21. Cause of the difficulty maintaining connection to recharge was unknown and was said that patient has an appt with hcp on 2022-01-14. The most likely cause was said to be implant depth but rep was still not certain since they have not heard from the patient. It is unknown if patient is able to charge. When asked about implant depth the rep said unknown but they cannot feel the implant on their right buttock.